Manufacturer narrative:
The reported event of "expired engage introducer was used on the patient" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. It was noted that the reported event date was after the product "use by"/"use before" date.

Event description:
It was discovered that an expired engage introducer was used during the device on the patient. The device expiration date was (B)(6) 2018 there was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
An event of ¿an expired engage introducer was used on the patient¿ was reported. The results of the investigation confirmed that engage introducer batch number 4993995 expired on february 28, 2018 which was prior to the reported event date of (B)(6) 2018. A review of distribution records confirmed that this product was distributed prior to its expiration date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. The root cause of the reported event is consistent with user error.